Event description:
The service report shows that the device failed the leak test during a performance evaluation. The nellcor puritan-bennett service technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.